Event description:
It was reported that during an ion-assisted lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was identified via chest x-ray during the case. Following identification of the pneumothorax, a chest tube was placed, after which the physician re-entered with the ion system to complete the procedure. The target nodule measured 6 mm in size and was located 3 mm from the pleura, directly on the fissure. The patient required four days of hospitalization, after which the pneumothorax resolved and the patient was discharged home. The physician noted that the tip of the catheter may have been slightly off target by a few millimeters; however, no device issue or malfunction was associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.